Event description:
It was reported that a patient event occurred where the involved patient was found deceased and no alarms were provided at the m540 / infinity central station (ics).

Manufacturer narrative:
A draeger technician evaluated the involved m540 monitor on site with no malfunctions identified. All alarms generated were properly displayed both visually and audibly at the ics. A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that a patient event occurred where the involved patient was found deceased and no alarms were provided at the m540 / infinity central station (ics).

Manufacturer narrative:
It was noticed that there was no patient data [parameter values] recorded in the time period from 0:46 - 02:28 and 03:27 - 05:30 am in the ics trend data for the event. Furthermore, it was noticed that the alarm volume and the hf alarms were switched off on the m540 monitor. The user requested a detailed evaluation of the saved logs from the m540 monitor and the ics during the time period on (B)(6) 2022 from 0:30 am to 05:30 am. Specifically, which settings were made on the monitor and at which times parameters were changed. In addition, a representation of all alarms generated by the monitor is requested. The m540 and associated ics were tested by a draeger technician with no malfunctions identified. All alarms that were triggered came through to the ics and were properly displayed both visually and audibly. Review of the m540 logs showed continuous lead/s off/ECG unplugged and spo2 sensor off/searching/low profusion (pi) alarms were provided during the reported time of event ((B)(6) 2022 between 12:30 and 02:20am). Arr relearning entries were noted at 02:20:59 and 02:21:39 indicating a reconnection of the ECG lead/s at that time followed by brady alarms at 03:04:21, 03:07:09 and 03:07:42. At 03:04:44 an audio paused by remote' network entry followed by audio pause at 03:08:03. Audio off was initiated at 03:10:04 at the m540 and remained until 06:04:44. Hr alarms off was initiated at 00:29:54 and remained unit until 06:04:44. Continuation of lead/s off/ECG unplugged and spo2 sensor off/searching/low profusion alarms from 03:16 to 05:30am. Review of the ics logs show continuous alarm silence timer reset entries throughout the event and <5004-b> audio pause button pressed at 03:05:02. Note that arrhythmia monitoring requires the configured lead/s be connected for arrhythmia monitoring to occur (single lead or dual lead selection is available). It is critical that all users of the device are aware that if the configured lead/s are not connected, no arrhythmia monitoring or alarming is possible. Users are provided the option to configure the priority of the alarm for lead off conditions. The instructions for use provides full details regarding arrhythmia monitoring, lead off conditions and selection of alarm priority. Additionally, if the spo2 sensor is not connected, no spo2 monitoring or alarming is possible. The maximum sensitivity mode for a masimo mcable is recommended for patients with low perfusion or when the low perfusion or low signal quality message is displayed on the screen in apod or normal sensitivity mode. This mode is designed to interpret and display data at the measuring site when the signal may be weak due to decreased perfusion. Pictures of the ics trend data were reviewed and showed no parameter readings were stored between 0:45 to 2:30 and 3:15 to 6am which is consistent with the ECG/spo2 parameter values not being available during these times due to the lead/s off/ECG unplugged and spo2 sensor off/searching/low profusion conditions. The pictures of the m540 screen taken were reviewed, one showing an alarm tone off banner and the other showing a hf-alarm off banners displayed, indicating all alarms have been set to off and hr alarms off at the time the pictures were taken (the day after the event by the draeger technician). As confirmed in the m540 logs: audio off was initiated at 3:10:04 and remained until 06:04:44. Hr alarms off was initiated at 00:29:54 and remained until 06:04:44. The complainant was provided these investigation results as well as list of all alarms generated at the m540 on the date of the event from 00:00:51 to 06:04:44. There was no draeger device malfunction.